Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer reported that the insulin pump screen was scratched and it was hard to read, battery does not last long, insulin squirts out during prime, had a motor error , no delivery, and failed battery test alarm. Had a keypad anomaly. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.